Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012 and the patient was reimplanted with another device during the same surgery. (B)(4).

Manufacturer narrative:
Correction: follow-up#: 1 of MFR report #: 6000034-2013-01695 submitted on february 18, 2013 was filed inadvertently with an incorrect report number. This report is filed january 10, 2014.

Event description:
Per the clinic, the patient experienced poor performance leading to device non use. The device was explanted on (B)(6) 2013 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).